Manufacturer narrative:
(B)(4). B5 describe event or problem - additional h2 additional information.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the abdomen, which is off-label usage of the device on 06/01/2025. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient¿s cgm did not provide any readings but after 30 minutes to one hour, the cgm readings resumed. However, during the night, while the patient was sleeping, the patient and the patient¿s parent were not aware that the cgm had gone back into a ¿no readings¿ state, therefore, the patient was not receiving any readings or alerts. No bg meter readings were taken either. The patient was wearing a betabionics ilet insulin pump. At an unspecified time over night (into the next day on (B)(6) 2025), the patient was reportedly displaying ¿signs of dka¿ however, no specific physical symptoms were reported. The patient¿s parent took the patient to the emergency room (ER) for evaluation. At the ER, the patient was treated with insulin, IV fluids, and was then admitted to the ICU. No bg meter readings from the patient¿s ER/hospitalization were reported. The patient was in the hospital for one day and was discharged on 06/04/2025. The patient was ¿perfectly fine¿ at the time of report. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the abdomen, which is off-label usage of the device on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient¿s cgm did not provide any readings but after 30 minutes to one hour, the cgm readings resumed. However, during the night, while the patient was sleeping, the patient and the patient¿s parent were not aware that the cgm had gone back into a ¿no readings¿ state, therefore, the patient was not receiving any readings or alerts. No bg meter readings were taken either. The patient was wearing a betabionics ilet insulin pump. At an unspecified time over night, the patient was reportedly displaying ¿signs of dka¿ however, no specific physical symptoms were reported. The patient¿s parent took the patient to the emergency room (ER) for evaluation. At the ER, the patient was treated with insulin, IV fluids, and was then admitted to the ICU. No bg meter readings from the patient¿s ER/hospitalization were reported. The patient was in the hospital for one day and was discharged on (B)(6) 2025. The patient was ¿perfectly fine¿ at the time of report. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.